Event description:
It was reported that this programmer touchscreen was frozen during a threshold test. The health care professional (hcp) stated that this frozen screen issue was noticed in past. Technical services (ts) recommended to replace the programmer. Subsequently this programmer will be returned for analysis.